Event description:
It was reported that the patient's insertable cardiac monitor (icm) exhibited loss of bluetooth telemetry. Telemetry was restored via reinterrogation in clinic. There were no patient consequences.